Event description:
It was reported that the patient presented remotely. It was noted that the power plug of merlin transmitter had melted. The transmitter was replaced. There were no patient consequences.